Manufacturer narrative:
The reported events were helix mechanism issue and unable to advance stylet into the lead. As received, a complete lead without a stylet was returned in one piece with the helix found retracted and clogged with blood/tissue. The reported event of helix mechanism issue was confirmed. X-ray inspection found overtorque of the inner coil at the connector region consistent with procedural damage. X-ray examination of the helix mechanism found no anomalies or distortion of the helix that would have contributed to helix mechanism issue reported in the field. After cleaning the helix and cutting the lead, the helix can be extended and retracted by applying torque directly at the inner coil. The full helix extension length was measured within specification. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood/tissue and overtorque of the inner coil. The reported event of unable to advance stylet into the lead was confirmed. The cause of unable to advance stylet was due to overtorqued inner coil inside the connector region consistent with procedural damage. Electrical testing did not find any indication of conductor fractures. Electrical testing found internal shorting due to overtorquing the inner coil inside the connector region. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.

Event description:
During an initial implant procedure, the right ventricular (rv) lead was unable to advance in the stylet. Additionally, the helix was not able to extend on the rv lead. The rv lead was explanted and replaced to resolve the event. The patient was stable with no consequences.